Event description:
Clinical trial. It was reported that during a coronary artery drug eluting stenting procedure, balloon withdrawal resistance occurred. The index procedure was emergent and identified two target lesions. Target lesion one was a 3.0x15mm lesion of the 70% stenosed, de novo r-pda (right posterior descending artery). Treatment of target lesion one consisted of direct stenting using a 3.0x20mm taxus liberte drug eluting stent resulting in 0% residual stenosis. Target lesion two was a 3.5x15mm lesion of the 70% stenosed, mildly tortuous distal rca (right coronary artery). Treatment of target lesion two consisted of direct stenting using a 3.5x20mm taxus liberte drug eluting stent resulting in 0% residual stenosis. Following placement of the 3.5x20mm stent, balloon withdrawal resistance was noted. No patient complications were reported.

Manufacturer narrative:
The delivery device was disposed and the stent remained in the patient. Therefore no analysis could be performed. The manufacturing records for this batch have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. The cause of the difficulties experienced during the procedure could not be determined. Product unavailable for analysis.